Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted without user intervention and alarmed that the pump was not primed. The reporter was able to successfully prime again. It could not be confirmed that the battery cap was securely fastened to the pump. The battery cap had also allegedly been in use for over three years. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated one unexplained pump reboot. No damage was observed to the pump battery compartment or cap; the battery cap secured properly to the pump. The pump was exercised for 24 hours with no loss of power. The returned battery cap measured within specifications. The pump case was removed and no evidence of internal damage or moisture ingress was observed. The complaint was verified in the device history, but was not duplicated during investigation.